Event description:
It was reported that the patient experienced an infection which was behind the ins at lead-extension connection. The infection contained 4 different types of infection. The patient had been on IV antibiotics for 9 weeks and because infection wasn't getting better, they removed the stimulator device and components on 2012 (B)(6). The patient was looking for someone to explain how this could happen 4-5 yrs after implant. None of the patient's healthcare providers could explain why this happened. The patient had concerns about her pain pump becoming infected. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model # 37081, lot # njb028343v, implanted 2008 (B)(6), explanted 2012 (B)(6); lead model # 3778, lot # v096659001, implanted 2008 (B)(6), explanted 2012 (B)(6); accy kit model # 3550-29, lot # n141214, implanted 2008 (B)(6), explanted 2012 (B)(6); programmer model # 37743, lot # nke102620n; recharger model # 37752, lot # nka111062n.